Event description:
User facility representative reported an administration set "came apart from the cassette and soaked the pump during a patients infusion". Device operator was a nurse. Medication being infused was 5fu. There was no patient injury reported. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.